Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted at the conclusion of these activities. Clinical investigation: the documentation in the complaint file strongly supports a probable association between the optiflux 180nre dialyzer and the patient experiencing itchiness during their hemodialysis (hd) treatment. Specifically, in light of the fact that once the dialyzer was changed from the optiflux 180nre dialyzer assembly product to the optiflux 180nr dialyzer assembly, the patient¿s pruritus reportedly improved.

Event description:
A user facility reported that an end stage renal disease (esrd) patient on hemodialysis (hd) experienced an episode of itchiness while undergoing their hd therapy using the optiflux 180nre dialyzer assembly product. No other patient adverse effects were experienced. The patient was administered intravenous (IV) benadryl for symptom relief. The physician denied that this episode was an allergic reaction, describing the itching as sensitivity; however, the dialyzer was changed in an attempt to rule out the device as the causative agent. After switching the dialyzer from the optiflux 180nre to the optiflux 180nr dialyzer assembly, the patient's pruritus improved. The patient continues to undergo routinely scheduled hd treatments with the optiflux 180nr dialyzer assembly. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500318e) shipped to this account within the selected time frame. A records review was performed on the fifteen (15) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including itching.